Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a urinary tract infection (uti) a week prior to the report. It was noted that the patient finished their antibiotics, and felt the uti symptoms coming back. It was indicated that they were on their fourth sessions, going on their fifth. There were no further complications reported as a result of this event.